Event description:
Customer reported taking 15 units of novolin r based upon an aviva result of 400 mg/dl. Aviva retest result within 10 minutes with 110 mg/dl. Customer reported no adverse event. A request was made for the return of the system, replacement was sent.